Event description:
Patient is a current smoker and has drug/alcohol abuse. Patient also has a psychological disorder. Patient has xerostomia. Patient had immediate placement. At the time of removal, patient had peri-implantitis and mobility.